Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that the stations were running very slowly during login, with login times taking approximately 3-5 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all stations running very slow when users tried to login. A technical support specialist (tss) identified that the issue was caused by the cfnservice account being restricted to log on only from certain computers. Following ka (domain error: please contact system administrator with error code - 2222), the tss advised verifying cfnservice logon permissions. Upon verification, it was confirmed that the account was limited to specific computers. The hospital information technology (hit) team was instructed to modify this setting so that the cfnservice account can log on to all computers. On the es application server, hit performed the following steps: opened active directory users and computers, accessed the cfnservice users properties, navigated to the account tab, selected 'log on to,' and ensured the account was set to log on to all computers. After these changes were completed, login to the stations was tested and confirmed successful. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.